Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level displayed as "low"; cause was unknown. The customer consumed carbohydrates to address the bg. Customer was given unspecified treatment in ER. Recommendation was made to consult with a healthcare provider regarding diabetes management.